Manufacturer narrative:
(B)(4). Device evaluation: the report that the guide wire unraveled was confirmed. Returned were a guide wire and an advancer. No other components were returned. The customer also provided a photo of the sample. The guide wire was bent in multiple locations and was unraveled at the distal end. The distal weld was missing from the coil wire. The od of the guide wire measured 0.844 mm. This met specification of 0.838 - 0.877 mm per the guide wire graphic. The core wire measured approximately 65.9 cm in length. Based upon the measured length of the broken core wire and the guide wire graphic, approximately 2.4 cm of core wire is missing. A manual tug test confirmed that the proximal weld is intact. The instruction booklet provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The device history records for the guide wire and catheter were reviewed with no relevant findings. The investigation found no evidence to suggest a manufacturing related cause. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire other remarks: breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that in the ICU when removing the guide wire, the physician found that the guide wire was unraveling. The guide wire was removed however not replaced as there was no need. A delay was reported, however, there was no harm to the patient due to this delay or as a result of this occurrence.